Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-01467 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-01468 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-01469 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to deploy properly from the catheter. The same issue occured with the second and third resolution clip devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.